Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg was too close to the surface of the skin and not allowing the wound to properly heal. The patient underwent a pocket revision wherein the physician elected to replace the ipg to minimize chances of infection.